Manufacturer narrative:
Additional evaluation was carried out ,the printed circuit board was assembled into a golden unit , the component failed functional testing of atrial pace pulse noise. The component passed testing when measured using oscilloscope.the noise from the automated test console causes the unit to trigger a pulse noise error correction h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) control knob was detached from the base. The epg returned for evaluation. The epg has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that knob was detached from the base. One knob was noted to be missing. It was further noted that display wire was pinched, the wire insulation was exposed. The epg tested out-of-specification as it was identified that the main printed circuit board (pcb) was out-of-specification electrically. It was noted the epg failed incoming functional tests "atrial pace pulse noise" and "menu dial". It was further noted the upper case was broken, the encoder was pushed inside of the device and the lower case and hanger assembly were broken. All found defective parts were replaced and all other identified issues were resolved. The epg passed all final functional tests medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.